Manufacturer narrative:
(B)(4).

Event description:
"The returned complaint device was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure. The dexcom g4 platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings."

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient's mother did not report any injury or medical intervention. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported hardware error cannot be determined.